Event description:
On (B)(6) 2014, internal evaluations with the echo phenotype assays showed un-resuspended red cells resulted in positive interpretations.

Manufacturer narrative:
The mitigation plan is implementation of expanded equivocal range cut off values for the associated assays. Customers were notified via customer communication (B)(4) on (B)(4) 2014. (B)(4).